Event description:
It was reported that a patient underwent an obturator sling procedure approximately eighteen months ago. After recovery from the initial discomfort of surgery, the patient had over the past several months, increasing right medial thigh parasthesia, some adductor weakness and minor instability. Subsequent to the sling procedure, the patient underwent laparoscopic supracervical hysterectomy with bilateral salpingo-oophorectomy for endometriosis and the sling was divided in (B) (6) 2009. Exam of the sling site at that time revealed no abnormality. Since then, she has had physical therapy, neurology, and general surgical evaluation and anesthesia. Blocks were tried on two different occasions without relief. The patient seems to be able to induce the pain when taping around her femoral ring. However, physical exam as well as CT scan have revealed no hernia. On approximately (B) (6) 2010, the patient underwent a surgical procedure and the right side of the sling was removed. The surgeon indicated "maybe damage to cutaneous branch of femoral nerve occurred". Additional information has been requested.

Manufacturer narrative:
(B) (4)- pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.